Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil, a non-penumbra catheter, and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was moderately tortuous and mildly calcified. During the procedure, while advancing the ruby coil into the microcatheter, the physician experienced increasing resistance and the ruby coil was stuck at the mid-shaft of the microcatheter. The physician then pulled the pusher assembly of the ruby coil back and noticed that the ruby coil had unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed, and the ruby coil was flushed out of the microcatheter. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was damaged and intact on the proximal end of the pusher assembly, and the pull wire was advanced distal to the distal tip of the pusher assembly. If the ruby coil is advanced against resistance, the pull wire may advance distal to the pusher assembly distal tip and result in the embolization coil detachment. Based on the reported event, the patient¿s tortuous anatomy may have contributed to resistance during the procedure. Further evaluation revealed a kink on the pusher assembly and offset coil winds on the embolization coil. This damage was incidental to the reported complaint. The kink may have occurred during packaging of the device for return to penumbra. The offset coil winds may have occurred during manipulation of the ruby coil against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder